Event description:
It was reported, the video system center showed an error e105 (lamp error) and gives a continuous beep sound. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: d8, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely due to a faulty light emitting diode unit. Olympus will continue to monitor field performance for this device.